Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system controller pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would lock-up when attempting to power on. &#1480;en the issue occurred, there were white horizontal lines on the display. &#1288;ere was no patient use associated with the reported event.